Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has not been feeling well having shortness of breath and chest pain on exertion for the past three months. The electrocardiogram showed small artifacts/deflections after r-waves. The device remains in use. No further patient complications have been reported as a result of this event